Event description:
It was reported that the patient underwent secondary surgery to remove the lead fragments left in the patient. The patient was having the reactive 8 system removed due to no improvement in pain. During the explant, it was noted that the patient had a significant amount of scar tissue surrounding both leads. After prolonged attempts at removal, one lead fractured. All devices were removed, except for the lead fragment, which was left in place. The physician decided to abort the procedure and rescheduled the patient for the secondary procedure to remove the lead fragment. The removal was successful and without complications. There was no report of patient harm or injury.

Manufacturer narrative:
Mml# (B)(4). The removed lead fragment was discarded at the hospital. The device history record was reviewed. No relevant nonconformances were found. H6 updated.

Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient underwent secondary surgery to remove the lead fragments left in the patient. The patient was having the reactiv8 system removed due to no improvement in pain. During the explant, it was noted that the patient had a significant amount of scar tissue surrounding both leads. After prolonged attempts at removal, one lead fractured. All devices were removed, except for the lead fragment, which was left in place. The physician decided to abort the procedure and rescheduled the patient for the secondary procedure to remove the lead fragment. The removal was successful and without complications. There was no report of patient harm or injury.